Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided., cause was not known. Customer attempted to address the elevated (bg) with a correction bolus and changing the infusion set.